Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had peritonitis. The patient started feeling sick on (B)(6) 2025 and then felt worse on (B)(6) 2025. The doctor confirmed the patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and lethargy. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and lethargy), which required antibiotic(s) therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation or termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had peritonitis. The patient started feeling sick on (B)(6) 2025 and then felt worse on (B)(6) 2025. The doctor confirmed the patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and lethargy. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.